Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed and returned inside the package. The prongs on the clip assembly were bent. Additionally, there was a kink in the control wire. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a hemostasis clipping procedure on (B)(6), 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a hemostasis clipping procedure on (B)(6) 2011. According to the complainant, during the procedure, the resolution clip was unable to detach from the catheter. The procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure.

Manufacturer narrative:
Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.